Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
During an intraocular lens (iol) implant surgery a healthcare professional reported a posterior capsular rent to be noted as the final cortex was being removed. The lens placed in the sulcus. The lens had a broken haptic. The lens was removed and another of the same model was replaced. An anterior vitrectomy was performed and corneal sutures were placed to close the wound.